Event description:
The customer reported a power-up self test error during a routine device check. Factory service confirmed the error and isolated the problem to cracked solder joints on two pins of an integrated circuit (ic) that caused the ic to not work correctly.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned by the user facility. The device automatically performs a self-test each time, it is powered on. Evaluation by welch allyn confirmed the stated problem of a self-test failure. Investigation found that the problem was caused by cracked solder joints on one integrated circuit called an opto-coupler on a printed circuit board called the preamp board. Resoldering the joints eliminated the problem, thus confirming the investigation. Corrective action has been implemented to address this issue. The subject device was manufactured in november 2001, which was prior to design enhancements to the preamp board in april 2003 aimed at providing more reliable solder connections for the opto-couplers. Post-release surveillance has shown that the design change has been highly effective in preventing this type of problem from recurring. The updated preamp board was installed and the device passed all acceptance testing and was returned to the customer.